Event description:
It was reported that the patient underwent an unspecified spinal fusion using rhbmp-2/acs and posterior instrumentation. 3 days post-op, the patient developed a rash and allergic reaction, and the reaction has persisted for 16 months. The patient has seen several allergists and infection disease doctors but is unable to find out what the rash is coming from.

Manufacturer narrative:
Implanted: (B)(6) 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.